Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
Sample device was returned for evaluation. Investigation is ongoing. A follow-up report will be provided once completed.

Event description:
(B)(6) 2020: (non-patient) while doing a PICC demonstration, PICC snapped at argon hub. When we went to look at the PICC, we realized the PICC was from the lot# with previous issues 11276377. The PICC was incredibly easy to break by only putting a small amount of force on it. PICC was in an education bin for the insertion class. PICC was not placed in patient.